Event description:
Related manufacturer reference: 2030404-2014-00099, 3005188751-2014-00137, 3005188751-2014-00138. Following the completion of a pulmonary vein isolation procedure, the patient experienced a cva. Average blood pressure was 140 mm/hg with peaks of 230 mm/hg and acts were maintained at 250 seconds throughout the procedure. At the end of the procedure, the patient was awake and responsive, but aphasic. A neurologic consultation was completed and a cranial CT and mr scans were done. The CT scan was negative for bleeding, but the mr scan revealed a small lesion in the brain. A second CT scan after 24 hours revealed a second cerebral lesion in the frontal area of the brain. The patient is currently awake and responsive, but remains aphasic. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cva could not be conclusively determined.